Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient experienced weight loss, which led to rotation of the implantable pulse generator (ipg) within the pocket, resulting in charging difficulties. The patient is recovering well postoperatively. The explanted device will not be returned, as it was disposed of in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.